Event description:
It was reported that the customer had high blood glucose and his insulin pump was malfunctioning. Caller stated that the customer's insulin pump is coming apart. Caller stated that the customer's insulin pump drive support cap was loose and has gotten worse. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap, cracked display window, battery tube threads, reservoir tube lip, scratched display window and missing end cap sticker.